Manufacturer narrative:
Result: load cell connection.

Event description:
It was reported by service report that the footboard display has an error code. No pt involvement or adverse consequences are reported.